Event description:
It was reported that during a device change out, the physician used electrocautery to open the pocket and the pulse generator exhibited loss of output. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.